Manufacturer narrative:
Product event summary: the 2ach20 mapping catheter with lot number 8865194 was returned and analyzed. Visual inspection of the mapping catheter was performed. The loop was pinched near electrode 2. The pebax tubing area showed the pebax tubing was intact with no apparent issues and no damage was observed along with the pebax tubing section of the mapping catheter. The electrode(s) were intact with no apparent issues. All electrodes existed on the loop section and no cosmetic issue or anomalies were identified. The shaft was broken approximately 58.5 inches from the lemo connector. No electrocardiogram (ECG) signal wires were broken. The introducer was kinked approximately 3.5 inches from the introducer proximal end. The lemo connector was intact with no apparent issues and no damage or any other issue was observed along with the lemo connector. The functional test was performed using a multimeter and the mapping catheter was connected to a test cable. The continuity and impedance measurement between the electrodes and the other side of the cable showed the electrode's continuity and impedance to the cable are normal. In conclusion, the broken tip of the mapping catheter was not confirmed through analysis and the mapping catheter failed return inspection due to pinched loop near electrode 2, the shaft broken approximately 58.5 inches from the lemo connector and the introducer kinked approximately 3.5 inches from the introducer proximal end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter tip was observed to be broken upon removal from packaging. The mapping catheter was unable to be used as expected. The mapping catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.